Event description:
Reportedly, the patient was hospitalized due to inappropriate shock caused by oversensing. Furthermore, it was indicated that there had not been noise sensing prior to (B)(6) 2016. The associated ICD was reprogrammed to reduce the ventricular sensitivity (1 mv) and the vf persistence was extended to 10 cycles. The patient was transferred to another hospital to extract the lead. At the date of lead extraction, physician decided also to explant the subject ICD taking advantage of the extraction of the lead. Although no malfunction was suspected with the ICD, it was returned for analysis. Preliminary analysis of th returned device confirmed it operated as specified. Lead complaint is treated in a separate file.

Manufacturer narrative:
Refer to the attached report.

Event description:
Reportedly, the patient was hospitalized due to inappropriate shock caused by oversensing. Furthermore, it was indicated that there had not been noise sensing prior to (B)(6) 2016. The associated ICD was reprogrammed to reduce the ventricular sensitivity (1 mv) and the vf persistence was extended to 10 cycles. The patient was transferred to another hospital to extract the lead. At the date of lead extraction, physician decided also to explant the subject ICD taking advantage of the extraction of the lead. Although no malfunction was suspected with the ICD, it was returned for analysis. Preliminary analysis of the returned device confirmed it operated as specified. Lead complaint is treated in a separate file.